Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Manufacturer narrative:
The pump was received with all buttons functioning properly. However, moisture damage was noted on the keypad traces. The pump also had a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
No blood glucose levels reported. The customer reported a recurring button error alarm from the insulin pump that could not be cleared. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.